Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 22mm amplatzer septal occluder was selected for an implant on (B)(6) 2021 to close an atrial septal defect (asd). Procedure was done under transesophageal echocardiography (tee) with balloon sizing of 21mm. The patient returned to the hospital the next day on (B)(6) 2021 with heart palpitations. It was determined that the device had migrated from the atrial septum to the left ventricle. The patient was sent to surgery. The device was removed from the heart and the asd was closed with a patch. Patient stable, no additional information was provided.

Event description:
It was reported that a 22mm amplatzer septal occluder was selected for an implant on (B)(6), 2021 to close an atrial septal defect (asd). Procedure was done under transesophageal echocardiography (tee) with balloon sizing of 21mm. The patient returned to the hospital the next day on (B)(6), 2021 with heart palpitations. Patient history of heart palpation is unknown. It was determined that the device had embolized from the atrial septum to the left ventricle. The occluder completely dislodged from the implant site. The patient was sent to surgery. The device was removed from the heart and the asd was closed with a patch. Patient remained hemodynamically stable throughout the procedure. There is no clinically significant delay in procedure and no adverse patient effects. No images available because device was discarded. No additional information was provided.